Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally. It was reported that a cartridge alarm occurred. Customer¿s blood glucose level ranged between 140-200 mg/dl. A new cartridge was loaded to resolve the issue.